Event description:
On (B)(6) 2011, a gore hybrid vascular graft was implanted in an a-v access application. The implant was performed in the pt's upper arm, from the axillary artery to axillary vein. On (B)(6) 2012, the graft was de-clotted and remains implanted.

Manufacturer narrative:
Review of the device manufacturing record history confirmed device met pre-release specifications.